Manufacturer narrative:
(B)(4). Date sent 2/19/2025, d4 batch #967c19. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage and with no reload present. Further analysis showed that the channel was bent inwards not allowing to load the cartridge. No functional test was performed due to the condition of the device. Additionally, a photo was loaded at product complaint level and it shows the device from the shaft and anvil area inside the blister with the jaws opened. No conclusion could be reached on what cause the damage in the channel. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device batch number 967c19, and no non-conformances were identified. The lot#863c19 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.

Event description:
It was reported that during an unknown surgery, opened the packing noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.